Event description:
Just read report that amo advanced medical optics is recalling complete moistureplus multipurpose solution. For about the last 6 months I have used this product, for my mono-lens contact, I have had a serious large semicircular scar tissue effect in this left eye. When I read is when I notice it the most, and it definitely impairs my reading ability. There is a tenderness also when I move my eye muscle. I always thought this was scar tissue that erupted from perhaps my improper use of my contact, when placing it in my eye. I thought I had permanently damaged my eye from this, but now I believe that the contact solution is the cause. I will change products today, and hope that the scar tissue will go away. I am disappointed to find out this problem, as I believed that the product was trustworthy. Dates of use: 2007. Diagnosis: contact mono-lens.